Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was as elevated as 300 mg/dl. Reportedly, the clinical diabetes specialist needed to adjust the pump settings to lower the bg level every 4 to 6 weeks. The bg level was addressed with a manual injection. The cause of the elevated bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.